Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to boot up. Upon troubleshooting fse found that the pdu fan tray and dcps (direct current power supply) were faulty. To resolve this issue, fse replaced the fan tray and dcps. The defective pdu fan tray and dcps was returned to philips for analysis and found that ac/dc power supply was faulty. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.